Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that insulin pump had crack from right hand side to the back to the belt clip. Customer fell on the pump and into the pool. The customer¿s blood glucose level was 100 mg/dl. The insulin pump will be returned for analysis.